Event description:
It was reported that during a ptca/rotablator/stenting treatment procedure, the maverick monorail 20/2.00 mm balloon ruptured at 12 atms on the third inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the 1st diagonal branch of the lad coronary artery. The physician used a 7 fr terumo introducer sheath for vascular access and a marker wire guidewire and a mach1 guide catheter to cross the lesion. The physician performed rotablator intervention, then placed a cypher stent. The maverick monorail 20/2.00 mm balloon was being used for 'kissing balloon' intervention, but after crossing the lesion, the balloon ruptured on the third inflation up to 12 atms. (The first inflation was to 6 atms, and the second inflation was to 6 atms). The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.